Manufacturer narrative:
Analysis of customer's data revealed that inratio and reference test results were performed five hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011, revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot #247451: donor 1: inratio: 2.2, inratio: 2.1, inratio: 2.3, ref: 1.97, bias threshold: 1.47-2.47. Donor 2: 4.2, 3.7, 4.2, 2.91, 1.91-3.91. The minimum 2 out of 3 replicates for both donors are within the acceptable bias for accuracy criteria. Product performed as expected. No further investigation required. As reviewed on (B)(6) 2011, eighty-one discrepant result complaints were reported for lot #247451, yielding a complaint rate of 0.081%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code 62935, which brick lot #237418 was assigned and packaged into two strips lots (247450 and 247451). One hundred and eighty-two total complaints have been reported for lot #247450 and #247451, yielding a complaint rate of 0.03%. Due to this low occurrence rate, below the total complaint action threshold of 0.1%, no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.0, lab: 3.9. Pt's therapeutic range: 2.5-3.5 inr (physician prefers the higher end of the range.) Pt has tested for 5 years without complications. Pt reported currently having a burst vessel in the eye and another this past month. Previous burst vessel was in (B)(6) 2010. Physician performed a recent MRI due to eye bleed - no change in cerebral bleed.